Event description:
Pt brought to o.r. For removal of portion of catheter from bladder. Pt was at home when catheter broke. Went to urologist office for follow-up. Inserted on 8/7/96. Urologist felt catheter broke because of constant weight of pts panniculus on catheter in same place - finally broke.